Manufacturer narrative:
Exact date unknown, event occurred six years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17336948.

Event description:
It was reported that the patient was not getting an adequate pain relief and the ipg was non-functional. The patient underwent an explant procedure. The explanted ipg and linear leads were not returned.